Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 3 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced (four) infusion set detachment event on (B)(6) 2026, (B)(6) 2026, (B)(6) 2026, (B)(6) 2026. Patient reported that infusion set tubing was detached from connector. The infusion sets were in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.